Event description:
During diagnostic test in which pt was blowing on plastic mouthpiece, the plastic diaphragm burst under pressure from machine. Pt was frightened, but not harmed. Described by staff as a loud gunshot, the test was canceled. Service called.